Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There were 24 units in stock that have been requested for analysis. We have received two open and unused samples from the customer with the needle detached from the thread, and the thread is still wound on the pack (see enclosed picture). Nevertheless, these two open samples received do not show any knot in the thread. We have also received the 24 closed samples from stock for analysis: tightness test to the samples received has been performed and the units are tight. All sutures of the samples received have been pulled out without any force and/or entanglement. No knots have been developed when the sutures have been removed from the packet. We have also tested the needle attachment of all samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4) in average and (B)(4) in minimum (ep requirements: (B)(4) in average and (B)(4) in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfill the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional "customer has complained that five sutures in a box were either knotted or not attached to the needle. A couple of samples have been returned for investigation." No patient harm reported.